Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. The device was returned and manufacturer could not confirm particles in air path. Evidence of water ingress to the blower was observed during device evaluation.

Manufacturer narrative:
There were twenty errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit scrabbed due to device not needed for internal stock. Corrected information provided in h6 (investigation conclusion and finding updated). Corrected information provied in b5, the information (there were twenty errors found and unit scrabbed due to device not needed for internal stock.) Was not included in initial MDR.